Event description:
Allergan aesthetics received a report of a coolsculpting treatment provider who reported the unit was leaking.

Manufacturer narrative:
Coolant leak is a known failure mode in the coolsculpting risk documents. Investigation is ongoing. A supplemental report will be submitted if and when additional information is obtained.

Manufacturer narrative:
H11-: corrected data: h6 the control unit was returned for evaluation, there was no control unit leak found.

Event description:
Allergan aesthetics received a report of a coolsculpting treatment provider who reported the unit was leaking.

Manufacturer narrative:
Corrected data: d1 and d4. The control unit was returned for evaluation, there was no control unit leak found.

Event description:
Allergan aesthetics received a report of a coolsculpting treatment provider who reported the unit was leaking.